Event description:
It was reported that the patient is experiencing stimulation in another region rather than their pain pattern. X-ray was taken and confirmed lead migration. Surgery occurred on (B)(6) 2019 and the lead was explanted and replaced. The patient has effective therapy post operatively.